Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue could not be further diagnosed due to lack of sufficient details from the customer, and the users were not consistently available for follow-up. A technical support specialist agreed to close the case after confirming that no further action could be taken without additional input.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had login issue, system was requiring a witness, to log in. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.